Event description:
It was reported that pump experienced malfunction after pump was exposed to body scanner at airport. There was no adverse impact to the customer's blood glucose level. Technical support provided information, assisted with resetting pump, and confirmed that malfunction did not recur after reset, so customer was advised to continue using pump and to call back if any malfunction code recurred, which customer acknowledged and understood.